Event description:
There was no blood flowing into the canister/pump set-up when the physician connected the aspiration tubing (pst1) to the rhv of the 041 reperfusion catheter and turned the flow switch on. The physician then repositioned the reperfusion system back away from the occlusion and manipulated the separator multiple times to clear the tip of the catheter but still no blood flow. The physician then removed the aspiration tubing from the rhv and could not feel a vacuum at the connection when tested with the physician's hand. A new set of aspiration tubing was removed from inventory and the case was performed with robust blood flow backfilling through the tubing to the canister.

Manufacturer narrative:
Technical eval: after dislodging the blood and fluids from the device, the switch to canister tubing as well as the rhv to switch tubing was found to be clear of any blockage. The on/off switch was blocked regardless of the position of the switch. Examination of the switch mechanism showed a pliable silicone plug that retracts when the switch is in the on position and is forced by a wedged slider to close the open channel when the switch is in the off position. The silicone plug on the failing unit did not retract when the slider was in the on position. A probe could be used to open the flow path temporarily, but after cycling to the off position, the switch remains blocked.